Event description:
Whilst washing our gmk sphere loan set following a total knee replacement on (B)(6) one of the 35mm cancellous screws from the general tray shed a metallic shard and became embedded within one hour of the cssd technicians fingers. She was in a fair amount of pain and had to get one of the other techs to remove this shard with tweezers. This tech then notified the surgeon who notified me on (B)(6)of the issue. MFR-3005180920-2015-00126.